Event description:
Subsequent to the initial medwatch report, the following additional information/ clarification was received. It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via a 7fr sheath hole prior to an ablation procedure. Reportedly, stronger than usual resistance was noted when depressing the plunger and on removal, no suture was present [cuff-miss]. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 11fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral vein was attempted using a proglide device via a 7fr sheath hole, relative to an ablation procedure. Reportedly, stronger than usual resistance was noted when depressing the plunger and on removal, no suture was present [cuff-miss]. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.